Event description:
Same case as manufacture# 6000093-2005-00198 and 6000093-2005-00199. In 2005 the lesion being treated were located in the left anterior descending artery (lad) and circumflex artery (cx). The physician inserted the 6fr introducer and a guidewire. The pt was given 3000 units of heparin IV and 300 mg of plavix po. After predilatation with a 10 mm balloon, the pt was given 200 mcg of intracoronary nitroglycerin for chest pain. The physician went on and placed a taxus express2 2.75 x 16 mm drug eluting stent in the cx. The pt was also started on integrelin IV. The pt was then given another 200 mcg of nitroglycerin for ongoing chest pain. The stent delivery system (sds) was removed and diagnostic images showed good deployment of the stent. Two doses of adenosine was given 42 mcg and 54 mcg. The physician then went on and placed a taxus express2 3.0 x 12 mm drug eluting stent in the lad. The sds was removed and the pt complained of chest pain. Diagnostic images showed localized dissection at the proximal end of the stent, therefore, another taxus express2 3.0 x 12 mm drug eluting stent was placed overlapping the previous placed stent. The pt had improvement in chest pain. Diagnostic images wre obtained with and without the smart wire which showed good deployment of both stents with no evidence of dissection, thrombus or other complication. Aspirin once a day, plavix 75 mg once a day and integrelin IV for 15 hours was ordered post procedure. 10 days post stent placement the pt developed nasal and oral pain with redness. Five days later the pt reported what appeared to be hives - patches or erythema all over the body. Pt was then taken off plavix and changed to ticlid and treated with antihistamine. Five days later pt reported dryness and peeling of skin (epidermal lost) on pt's feet that pt treated with vaseline. The next day pt reported dryness and skin peeling (epidermal lost) to pt's hands. Pt has also reported dry scalp with hair loss. The physician believes the development of the rash and the nature of its course with erythema of a sunburn nature leading to desquamation of the skin falls into the category of a t.e.n. (Toxic epidermal necrolysis). According to the physician it is impossible to say which drug of all of the new drugs that have entered the pt system since stent procedure have contributed to pt's symptoms. The current pt status is reported to be "fine".